Event description:
It was reported that the wheel support of an ak 98 machine was observed to be broken during terminal disinfection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection showed that the machine base was broken and was not able to support the wheels. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the base breakage was not determined. The wheelbase required replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.